Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 425 cc saline breast prosthesis, catalog # 3542670, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with mentor siltex round moderate profile 425 cc saline breast prostheses when the left breast prosthesis deflated after implantation. On (B)(6) 2018, mentor became aware that the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memory gel breast implant 500 cc gel breast prostheses on (B)(6) 2017. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 06/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).